Event description:
It was reported that during device interrogation, an inconsistency in measured battery longevity was observed. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.